Manufacturer narrative:
Lot # - 18g032, 18h017, 18j036, 18j028, 18f020, 18h034, 18k023, 18m017, 18e051, 18f022, and 18k041. The device was labeled as a single-use product. Of the thirty-four (34) events, the devices for eleven (11) events were not received for evaluation; therefore, a device analysis could not be completed. Seven (7) actual devices were received for evaluation. A visual inspection was performed and fluid was noted inside the bag that contained the returned samples. When the units were removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. A functional leak test was subsequently performed. After fill, the blue winged luer cap was hand tightened by manually rotating/twisting the cap until the cap could no longer be rotated/twisted. Thereafter, the units were being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The returned samples were determined to be conforming product. The reported condition was not verified. Two (2) actual devices were received for evaluation. The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. Further inspection revealed that the tubing was partially broken at the junction to the luer. The reported condition was verified. The cause of the condition was not determined. Two (2) actual devices were received for evaluation. Visual inspection noted fluid inside the bag that contained the unit. Further inspection reveals the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. The cause of the broken tubing could not be determined. The actual device for ten (10) events was not available; however, photographs of the samples were provided for evaluation. The returned photographs were inspected and showed evidence of fluid inside the bag that contained the device which suggested a leak; however, the location of the leak could not be determined. The reported condition was verified. The cause of the leak could not be determined. The actual device for one (1) event was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The reported condition was not verified. The actual device for one (1) event was received for evaluation. A visual inspection was performed and noted evidence of leak/backflow at the fillport when the fillport cap was removed. Further inspection on the device revealed the cause of the leak/backflow condition was due to a particle approximately 1.15mm in length, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stressmember. The reported condition was verified. The cause of the reported condition was acrylic particle lodged under the checkband; however, the cause of the particle was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 34 </noe> malfunction events. It was reported that thirty-four (34) large volume infusors were leaking. Of the thirty-four(34) events, one (1) was described as backflow, one (1) leak was observed from the blue winged luer cap, one (1) leak was observed at the line connector to the flow restrictor, three (3) leaks were observed at the closed male luer, two (2) events were leaks as a result of the white flow restrictor detaching form the tubing, and twenty-six (26) were leaks observed from unspecified locations. All thirty-four (34) events did not involve a patient as the leaks were observed prior to patient use. No additional information is available.